Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.

Event description:
Healthcare professional reported, right side and ¿particles in valve". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, a crease sharp opening assessed to a fold flaw opening, an opening striated assessed as to surgical damage. Other technical particles in the valve no observed and in the fill inspection no observed blockeage. Additional observations: crease fold observed in the device. Wear abrasion observed in the device. No further actions are required as the device was implanted.

Event description:
Patient reported right side deflation. Healthcare professional reported right side and ¿particles in valve". Device has been explanted and replaced.